Event description:
According to the reporter, during the procedure, the device balloon was not able to inflate and the seal was degraded/broken. A new device was used to complete the procedure with no issues. The patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device .the visual inspection of the returned product noted; that the grey valve seal was disengaged. The trocar balloon and locking collar appeared intact. The obturator was not received. The insufflation syringe was not received. Pmv performed functional testing; the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged flapper valve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.